Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the driver dies out when it is drilling but it is not turning red; light is green. It happened during a call. There was no patient injury.

Event description:
It was reported that the driver dies out when it is drilling but it is not turning red; light is green. It happened during a call. There was no patient injury.

Manufacturer narrative:
(B)(4). The DHR file is not available for review in the us. Ez-io driver 9058 (sn (B)(4)) was returned for evaluation. Upon receipt, the driver was visually inspected. No obvious signs of damage were observed. When the trigger was pulled the driver was operable and a solid green led light displaying. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst-case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3): insertion 1: 5.09 secs; insertion 2: 5.28; insertion 3: 5.06. Hard profile (105 lbs/ft3): insertion 1: 12.86; insertion 2: n/a; insertion 3: n/a. The unit failed the hard sawbone phase of testing with a complete stall on the first attempt at 12.86 seconds. No further insertion testing was attempted. The driver had no power because the batteries were depleted. Battery testing confirms depletion. No further action required.